Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 concomitant therapy date on (B)(6) 2024 e1: initial reporter is j&j company representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery with tfna implants. No matter how many times the surgeon tried to insert the end cap, it eventually stopped in a situation where it protruded a few millimeters from the nail. Therefore, the surgeon finished the procedure without the end cap.the surgery was completed successfully within 30 minutes delay. It has been confirmed that the locking mechanism was properly lowered. No additional medical intervention was required. Patient is stable. This report is for one ti end cap for tfna 0mm extn - sterile this is report 1 of 1 for (B)(4).